Manufacturer narrative:
(B)(4). For the reported event of distal end of needle bent. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an expect pulmonary endobronchial ultrasound transbronchial aspiration needle was used in the airway during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2016. According to the complainant, during the procedure the distal end of the needle bent on the first pass and the stylet could not be inserted. The procedure was completed with a second expect pulmonary endobronchial ultrasound transbronchial aspiration needle. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: a visual evaluation of the returned device revealed that the distal end of the needle was bent. In addition the needle and sheath near the handle was also bent. Functional evaluation revealed that resistance was felt while the stylet was being advance in areas where the device was bent. Complaint confirmed. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an expect pulmonary endobronchial ultrasound transbronchial aspiration needle was used in the airway during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2016. According to the complainant, during the procedure the distal end of the needle bent on the first pass and the stylet could not be inserted. The procedure was completed with a second expect pulmonary endobronchial ultrasound transbronchial aspiration needle. The patient's condition at the conclusion of the procedure was reported to be good.